Event description:
Chemotherapy leak/spill identified to have occurred the filter set: bd ref 10013902. Several additional reports from pharmacy staff regarding leak with the same set. Plan: 1) quarantine affected lot and replace with new lot 2) escalate to bd rep to submit quality report for further evaluation. 3) continue to monitor new lots.